Event description:
It was reported in a general comment that the indeflator was used to try to inflate a balloon but it took a while to get the balloon to the required pressure. The physician had to rotate the indeflator so many times to inflate the balloon. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.